Manufacturer narrative:
(B)(4).

Event description:
In an article titled "symptom resolution after operative management of complications from transvaginal mesh" obstetrics and gynecology, volume 123, number 1, 01/2014 erin c crosby me et al, a retrospective chart review of a total 90 patients was conducted from 01/2008 to 04/2012. The 90 patients were evaluated for improvement in symptoms of mesh exposure, pain, and dyspareunia after mesh removal. Of these 90 patients, 15 of them had avualta anterior mesh implanted originally, 10 of them had avualta posterior, and 3 had avualta mesh implanted. This complaint is fora pt who had a previously implanted avualta product removed.